Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5081784.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done. It was also noted that the patient was experiencing pain at the ipg pocket site. High impedance was also observed in the lead. The patient underwent an ipg and lead replacement procedure. The explanted ipg and lead were discarded by the hospital.